Event description:
The user facility reported a patient on an automated impella controller (aic) for mechanical circulatory support. During start up the blue system self-check failed screen despite power on and off and resetting battery. No further information is available. Based on the limited information at hand, as there is no information that aic's inability to set up did not compromise delivery of needed therapy and the aic cannot be excluded as a contributing factor in the noted outcome of the patient.

Manufacturer narrative:
The investigation for the reported system self-check error issue has been completed. The product was returned, and the issue was confirmed. Console logs from the reported day of event are consistent with complaint and show persistent sau_powermod_1 communication issues throughout the logs, and confirm console¿s inability to properly boot-up. Console¿s inspection in danvers revealed corrosion on pbm caused by electrolyte leak from supercaps c69, c70. This is a known pattern failure, addressed by fcn 71, however the pbm sn was outside the range identified by fcn. Failures of this type will be further monitored for trends. Per the results of the clinical review and investigation, the root cause was determined to be contamination. This report is being filed as part of a retrospective review of historical records.